Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. Upon further review the right atrial (ra) impedance also showed abrupt changes from 500 to 1600 ohms starting three months earlier. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring data. Further review found appropriate atrial tachy response (atr) episodes that have noise from the minute ventilation signal showing below the sensitivity setting, thus not being sensed. The minute ventilation feature was programmed off. The patient was seen in the office one week later and they were unable to produce any noise or out of range impedance measurements. Boston scientific technical services (ts) was once again consulted and suggested programming unipolar pace with bipolar sense for both leads given the intermittent increases in impedances on both lead. The rv automatic capture feature was also programmed on. Ts suggested that the patient perform a remote interrogation in two weeks and then again in a month for monitoring. The pacemaker and other manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.